Event description:
Additional information received indicated that the event was resolved by explanting and replacing the left ventricular (lv) lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, the guide wire could not be removed from the left ventricular (lv) lead. The lv lead was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received a complete lead was returned in one piece. Visual examination found the insulation punctured and in the same region the inner coil was stretched and offset consistent with procedural damage. Also, the ptfe coating of the guidewire was noted on the inner coil. Visual and x- ray examination did not find any other anomalies. The s-curve height measured within product specifications. Electrical continuity measurements were performed while manipulating and stretching the lead. No electrical anomalies were identified. The reported event of the guidewire was unable to be removed from the lv lead was confirmed.